Event description:
The hcp reported the pt came in for a pump refill in 2005. The pt complained of pain in the hip area. The hcp scheduled surgery for the next day to move the pump higher. The pump was found to be flipped and a large amount of yellow fluid was found surrounding the pump and pocket. The pump was explanted. The pt outcome was reported as ongoing, as will continue with antibiotics and reimplant in the future.